Event description:
It was reported that this patient's device has exhibited high out of range shock impedance. Technical services discussed that this is likely due to a connection problem. The electrode was connected to a new device. This is considered a device malfunction. No adverse events.